Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and the was completed with delay by restarting the system. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the video signal was unavailable on the system. The rse reviewed the log files and identified that the frontal ippc failed to boot up and the fluoro storage was not possible due to an image disk problem errors. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The philips field service engineer (fse) inspected the system onsite and implemented the philips medical device correction (z-1151-2024) on the system for disk bay issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the video signal was unavailable on the allura system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.